Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they felt like the device was not working anymore because they noticed a symptoms return about a week and a half ago and they can't connect to the implant to check the settings. Patient added that they had tried to connect several times during the past few days and it just said they can't find it. Agent walked caller through trying to connect to the ins and they couldn't find it after several attempts. The issue was not resolved through troubleshooting. Patient requested a call from their manufacturer representative (rep). Emailed rep. The patient was redirected to their healthcare provider(hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.